Manufacturer narrative:
The insulin pump was received with failed self-test alarm during self-test and was unable to communicate with the test blood glucose meter due to a faulty board. The insulin pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, broken reservoir tube lip and cracked case at reservoir tube window corners.

Event description:
The customer reported via phone call that they received a failed self-test alarm. The customer's blood glucose was 118 mg/dl at the time of incident. The customer stated that the alarm did not occur during the rewind and prime sequence. The customer stated that the bolus amount was recorded in the bolus history. The customer stated that a basal was not programmed before the alarm occurred. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.